Manufacturer narrative:
There was no button error alarm noted on the insulin pump. The pump was received with unresponsive buttons due to moisture damage on the electronic assembly. They were unable to perform a displacement test due to the unresponsive buttons. The motor assembly was also found with traces of moisture. The pump also had a cracked reservoir tube lip and a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he went to the water park and was in the water a little longer than expected. The pump now has a button error alarm and water behind the lcd screen. Customer stated there was condensation on the lower right hand corner of the pump. Customer stated that after 20-30 minutes of being out of the water, the button error alarm was triggered. Customer was wearing the pump while in the water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.